Event description:
This case was initially received via regulatory authority ((B)(6), (B)(4)) on 21-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lumbar pain") and device breakage ("removal of a fragment via laparoscopy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2015, the patient experienced back pain (seriousness criteria medically significant and intervention required), sciatica ("sciatica and cruralgia which could be disabling"), visual impairment ("decreased vision"), fatigue ("continuous fatigue"), dyspnoea ("breathlessness"), multiple allergies ("new allergies") and pruritus ("itching on face and on back"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced complication of device removal ("CT scan showed that a fragment was still remaining"). The patient was treated with surgery (essure removal) and surgery (laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, device breakage, sciatica, visual impairment, fatigue, dyspnoea, multiple allergies, pruritus and complication of device removal outcome was unknown. The reporter provided no causality assessment for back pain, complication of device removal, device breakage, dyspnoea, fatigue, multiple allergies, pruritus, sciatica and visual impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2017: showed that a fragment was still remaining. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-feb-2018 for the following meddra preferred terms: back pain. The analysis in the global safety database revealed 483 cases. Device breakage. The analysis in the global safety database revealed 2195 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.